Event description:
A nurse reported that a pt had rec'd endovenous anesthesia in anticipation of having surgery. The incision had already been made when the system stopped working, and the drainage pump continued to spin. They attempted to troubleshoot by rebooting, but the problem persisted. A suture was placed and the surgery was aborted with the expectation that it would be completed the following day. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not duplicate the customer reported problem. The company rep replaced the cassette receiver mechanism assembly. The system was then tested and met product specifications. The root cause has not been determined. (B)(4).